Event description:
On (B)(6) 2015 our (B)(6) affiliate reported that a patient advised that while wearing an acuvue oasys contact lens (cl) the lens tore on the pt's right eye. The pt advised that he/she is a new wearer of the acuvue oasys lens. In the past the pt reports wearing acuvue advance cl. The pt states that the suspect cl tore after wearing the right cl for about 4-5 hours. The pt advised that after he/she removed the suspect cl, the right eye (od) was reported to be red and sore. The pt advised that he/she went to the eye care professional (ecp) and he/she was given an eye drop of moxafloxacin and others that are unknown at this time. On (B)(6) 2015, a call was placed to the pt, but the pt refused to send the medical certificate and return the remaining product for evaluation. The pt advised that he/she would only send the medical documents and remaining product after the eye was fine. The pt advised that he/she will continue to visit the ecp. The pt refused to provide any additional information at that time and refused any future calls at this time. The pt advised that he/she would call to provide additional information. On (B)(6) 2015, the pt called to advise that he/she would send the...

Manufacturer narrative:
(B)(4). ...medical report. On (B)(6) 2015 the pt called to report that he/she had a scratch on the od and he/she could not work for pay. The pt stated that the ecp advised that "the eye was critical damage." On (B)(6) 2015, the pt provided copies of his/her medical records. With the assistance of the affiliate, a portion of the document was translated and the following additional information was revealed: the pt had been treated for a central corneal ulcer in the od, "with serious eye inflammation and virus exudate." The medical records were sent for translation to the affiliate. On (B)(6) 2015 the translated medical certificate was received from the affiliate. The additional information was obtained: the pt was seen by an ecp on (B)(6) 2015, (B)(6) 2015, and (B)(6) 2015. The pt. Was diagnosed with ¿central corneal ulcer od and serious conjunctivitis, excluding viral.¿ no additional medical information was included in the document. A lot history review was performed and revealed the following: the batch record did not show any abnormalities in monomer and solution testing. All parameters tested were within specification. All sterilization requirements were successfully completed. Lot l002hql was produced under normal conditions. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.